Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outside of the cable is damaged; the wire is visible through it due to the protector of the video cable section being cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic presented damage outside the cable, and the internal wire was visible. The issue occurred during installation. There were no reports of patient involvement.